Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire and introducer sheath may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported guide wire separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the introducer sheath, the guide wire likely kinked against the introducer sheath wall and separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10/h3: subsequent to the initial MDR filed, additional information was received stating the device would not be returned because it had been discarded.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The balance middleweight guide wire tip separated in the introducer sheath. The separated tip was retrieved with the introducer sheath as a single unit. A new unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.